Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Testing for radio-opacity was performed on the retained sample from the same lot and was found to be within specification. (B)(4)

Event description:
Embolization treatment of an avm with onyx. During procedure, it was reported that onyx could not be visualized under the fluoroscopy. No patient injury reported.same event as MDR# 2029214-2011-00026